Event description:
It was reported by the rep that the one er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the sales rep was given the instrument by the staff. The staff informed the operating room buyer of a misfire during the procedure. The event date and the surgeon are unknown. A pt consequence was not reported. Add'l info received: 08/08/2000 rep responded that the case was completed with a second device and there was no pt consequence.